Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow. The device was filled with doxorubicin 22 mg/day, vincristine 0,9 mg/24h and etopophos 110 mg/24h in nacl (sodium chloride) 9 mg/ml filled to a volume of 214 ml. The device was scheduled to infuse for four days (96 hours). After three days, the flow stopped. The patient remained connected until the fifth day; however, the device did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.